Manufacturer narrative:
B3: date of incident or estimated date of incident was not provided to the manufacturer. Event notified date used as date of incident until further information is obtained. G3: aware date used as date of analysis performed date as the event is reported based on evaluation findings. H3: product analysis: evaluation determined that the reported malfunction of part fell off was confirmed as the bearings broke. The likely cause of failure couldn't be able to determine. However, it was also noted that deterioration of the marking was observed and tool bur could not be gripped due to breakage of tip bearing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that abnormal sound was present during intra-operation and when the burr was removed, a part fell off. At the time of report patient impact was unknown. Additional information received stating that there was no patient impact.